Event description:
This system was removed due to infection. This device was replaced with another lumax 340 dr-t. There are no further adverse events reported for this pt. Also removed: setrox s 53, MDR 1028232-2008-00480. Linox sd 65/16, MDR 1028232-2008-00481.